Event description:
The international distributor of cryocyte freezing containers reported the following customer complaint: "one item of the 50 ml cryocyte freezing containers was thawed from liquid nitrogen after a proper storage period of 10 months. During the thawing process they experienced that the container was burst. The material stored in the container had to be discarded."